Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 352 mg/dl. Reportedly, the customer did not consider this value to be abnormal. The customer declined troubleshooting and stated that they are new to pump therapy. It was noted that the customer's doctor was still adjusting the pump settings.